Manufacturer narrative:
(B)(4).

Event description:
It was reported the by the physician that he was with a patient, trying to program the vns back on after an MRI, but he had a communication error as soon as he tried to interrogate the device. The physician stated this was the first time he had noticed this issue. The physician had two programming wands and two serial cables. One of the serial cables was able to be used with both wands successfully indicating the other serial cable was the cause of the issue. The physician was able to successfully program the patient using the good serial cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.